Manufacturer narrative:
Complaint conclusion: as reported, a 6f/7f mynxgrip vascular closure device (vcd) was used and the unknown sheath advanced with difficulty and resistance was felt with deployment of the mynx as well. The user feels that the scar tissue played a big role in the failure. There was no reported patient injury. The vessel did not show calcification. The procedure was a heart catheterization and has been accessed in that area before. The user is certified in the use of the mynx device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned as previously expected for evaluation. The reported event of ¿sealant-device deployment jam¿ could not be confirmed as the device was not returned for analysis. The cause of the failure experienced by the customer could not be determined. Based on the limited information available for review, it is difficult to determine what factors may have contributed to the issue reported. However, it could be attributed to patient/vessel characteristics as the user reportedly felt that scar tissue played a huge role in the failure, especially since it was reported that there was difficulty experienced when the sheath was advanced. If there was difficulty/resistance inserting the sheath into the patient due to patient condition factors, then there could be difficulty/resistance removing the sheath from the patient, which can result in in a deployment jam when attempting to retract the sheath. According to the instructions for use (IFU), which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ based on the information available for review, there is no indication that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) was used and the unknown sheath advanced with difficulty and resistance was felt with deployment of the mynx as well. The user feels that scar tissue played a big role in the failure. There was no reported patient injury. The vessel did not show calcification. The procedure was a heart catherization and has been accessed in that area before. The user is certified in the use of the mynx device. The device will be returned for evaluation.